Manufacturer narrative:
B5: describe event or problem ¿ additionalg3: date received by manufacturer - additionalh2: additional information - correctiond10: concomitant medical product - correction - missed on the initial MDR

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.